Event description:
During craniectomy for tumor, there was excessive airflow with sonastar xs unit. The pt did not suffer any adverse effects as a result of this incident at the time of reporting. Surgery was prolonged 30 minutes.